Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. Several locations were tested while attempting to position the lead at the left bundle branch without capture. Subsequently the helix was unable to be extended or retracted. Upon removal from the body the physician noted there was tissue in the helix. A new lead was successfully implanted. No additional adverse patient effects were reported.